Event description:
It was reported that the patient was experiencing inadequate pain relief. All device components were explanted.

Event description:
It was reported that the patient was experiencing inadequate pain relief. All device components were explanted.

Manufacturer narrative:
Block b3: exact date unknown, event occurred between 2021 and 2022. D6: explant date: between 2021 and 2022 additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 20489187. UDI: (B)(4), product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 20489187, UDI: (B)(4). Product family: scs-lead fixation upn: m365sc43180, model: sc-4318, batch: 20173532, UDI: (B)(4).